Event description:
Consumer said she recently purchased a package of harmon face values dental brushes (10 interdental brushes per package) that contained two faulty dental brushes. On each of these, the brush immediately separated from the handle. Reference 1825660-2018-00404.